Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/01/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported an 1102 (primary alarm failure) error code. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 09april2019. Date received by manufacturer: 04march2019. The customer confirmed the reported primary alarm failure issue the customer reported that the primary speaker was replaced which resolved the issue.